Event description:
It was reported that during a ptca procedure, the 2cm peripheral cutting balloon cut the sheath during removal of the balloon. The balloon ruptured and "pancaked" causing the other manufacturer's sheath (size unknown) to be cut. The sheath separated, but was retrievable by forceps at the insertion site. There were no patient complications, and patient status was reported as 'okay'.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A device history records review has been carried out on the reported lot eg5519 where no deviations in relation to this complaint were noted for the batch.